Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump shut down three to four times in one day. Customer received an alarm on the insulin pump. He was advised to discontinue use and revert to a back-up plan, however customer declined, stating the insulin pump was functioning fine. Customer stated there was also an event where his infusion set was leaking and his blood glucose was in the 300 to 400 mg/dl range. Nothing further reported.